Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported the metal ultrasound tip contained in the pack (distal end) broke off in the pink irrigation/aspiration tip sleeve on the right eye during a cataract surgery. The entire tip was retrieved from the eye. There was no patient harm.

Manufacturer narrative:
One opened broken phacoemulsification tip and sleeve in a zip top bag was received for the report of the ultrasound tip broke off in the pink sleeve for irrigation/aspiration during phacoemulsification . The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken across the air bypass hole with a very jagged edge. The phacoemulsification had even wall thickness. There was wear on the threads consistent with threading, there was wear on the back of flange and nut corners that was consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).